Event description:
Liquid in syringes, not visible in photos. Before use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two samples were provided to our quality team for investigation. The product was visually inspected, and silicone was observed within the syringe. A device history review was performed for reported lot 2307732, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2307732 and were found to be within specification. Testing was performed on the returned samples, results verified the product met required specification, and no excess silicone was identified. While we could not identify a direct issue, the silicone noticed by customer may be due to a uneven distribution of the material inside the barrel. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement; device problem code: a180104 - device contamination with chemical or other material

Event description:
Liquid in syringes, not visible in photos. Before use.